Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, and advised that replacement would have updated software; technical support also instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect continuous glucose monitor on replacement pump, all of which customer understood and acknowledged.